Event description:
It was reported that the programmer had regularly mildly shocked users upon use. It was suspected that the shocks were caused by static and not by the alternating current. Another programmer was provided to the facility.